Event description:
It was reported the patient activator is not working properly. The physician described that the touch of the button does not always result to storing a "patient activated" episode in the device. He checks if the activator had a low battery status, but it was not the case. The patient will receive a new patient activator. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.